Event description:
A biomedical engineer reported the unit lost pressure in the eye during surgery. An alternate unit was used to complete the procedure. There was no pt harm reported. Additional info has been requested but has not been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).